Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-jul-2017, the fse performed troubleshooting with the customer over the phone. A clog in wash probe 2 was discovered, which was causing the wash tubing to pop out. The customer ran a wire through the tube, found the clog, re-installed tubing and verified proper operation. The most probable cause of the reported event was a clogged wash probe.

Event description:
On (B)(6) 2017, the customer reported receiving a bf probe 2 purge failure on their aia-900 analyzer. The bf probe tubing had come off. An insufficient substrate dispensing volume error appeared during a control run after replacing the tubing, reseating the probe, performing an all set home function on the analyzer, and priming the tube with wash. Technical support advised the customer to make new substrate, reboot the analyzer, and repeat the background check. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of bhcg and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.